Event description:
Per the original reporter in medwatch report #s: mw5186468 and mw5186469, it was reported that, "the amt mini enteral extension set is breaking while in the patient's g tube. The part of the amt that inserts into the g tube is breaking off while the connection tubing is being taken off and on the patient. This has happened twice to this same patient within a week. This event was reported to the amt vendor representative".

Manufacturer narrative:
This report is a response to report #s mw5186468 and mw5186469 which were received by amt from the FDA on 04/27/2026. The occurrence was originally reported to amt on (B)(6) 2026 by (B)(6). Based on the provided information, the incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Since the devices were not available for return, a visual and functional evaluation could not be performed, and device failures could not be confirmed. Based on the provided information the reported problem is not believed to have been caused by a manufacturing defect. The complaint information has been logged into our complaint database for trending purposes. Information regarding device investigation can be found under complaint # (B)(4).